Event description:
This is the report for device 3 of 3 failures reported. Same problem. Same (basic) complaint against the product! These products have a failure rate at 9-10 days (approved and advertised for 14 days) of 60-70%. The manufacturer is failing all gmp and device certification standards. FDA do your job. These are $85 devices that cost about $1 to manufacturer and they are failing at a 60-70% rate. For those of us that do not get insurance coverage it is a big cost that should garner the ftc, cpsc, and FDA's attention.